Event description:
Olympus was informed that during a bronchial lesion procedure, a piece of the bronchoscope distal end melted off and fell inside the pt and the pt sustained an unspecified injury. It was stated that this occurred when a laser sparked near the distal end of the scope. When the sparks were observed the bronchoscope was immediately withdrawn from the pt and a different bronchoscope was inserted and used to retrieve the scope particle that had fallen off. It was later noted that the pt was doing well and under observation shortly after the procedure. No further info has been provided.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval confirmed the user's report of a burned distal tip. It is believed that the reported phenomenon was attributed to user error due to the laser being fired too close to the distal tip. It was also noted that the c-cover was melted and missing. The biopsy channel was examined with a baroscope and was found torn and burnt from the distal tip to the mid-section, exposing the internal elements. There were dents at the boot and at multiple areas along the insertion tube. The biopsy was kinked at the dented insertion tube areas and obstructed due to the torn and melted channel at the bending section area. The device referenced in this report has been refurbished.